Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, two openings curved on the posterior, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified one sharp crease opening on the posterior, one striated opening on the posterior, and an air pocket was observed within the valve to shell bond area which was out of specification per qa199.06 and was identified as workmanship. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one sharp crease opening on the posterior assessed as fold flaw opening, one striated opening assessed as surgical damage consistent in the use of some surgical tools, and an air pocket within the valve to shell bond area that didn't cause a deflation because the air pocket was within a sealed vulcanized area which does not allow any leakage.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.